Event description:
It was reported that a as lvp bld180m 15d ss leaked during use. The following was reported by the initial reporter: "it was reported that there was leakage above the filter on the blood port. Verbatim: after blood unit bag was hung, the nurse returned and noted leakage above the filter on the blood port (please see attached picture). As a result, the unit of blood was discarded and a replacement unit prepared."

Manufacturer narrative:
H.6. Investigation: a photo has been received and the customer's complaint of leakage has been verified. A device history record review for model 2477-0007 lot number 20076538 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The customer's photo has been analyzed closely. Without a physical sample being received by our quality team, the root cause cannot be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20076538 regarding item #2477-0007.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a as lvp bld180m 15d ss leaked during use. The following was reported by the initial reporter: "it was reported that there was leakage above the filter on the blood port. Verbatim: after blood unit bag was hung, the nurse returned and noted leakage above the filter on the blood port (please see attached picture). As a result, the unit of blood was discarded and a replacement unit prepared."